Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle of the insufflation channel was clogged by a dark rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the nozzle, but the type of the material could not be identified. There was no physical damage where the foreign material remained. The root cause was not determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-xz1200l/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-xz1200l/I series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.